Event description:
Customer received a button error alarm on the insulin pump. After troubleshooting it was advised that customer would need to return the insulin pump. Customer's blood glucose level was 144 mg/dl. No additional info is provided.

Manufacturer narrative:
Currently I tis unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.